Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to patient experiencing blurry vision in their left eye. It was stated that there was no patient injury, a suture was used, there was no vitrectomy and no enlarged incision. It was stated that when the lens was removed, the lens was cut to center and was rotated out. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was observed with a cut in the optic zone. Loose particles were observed on the lens optic body. Multiple stains of what appeared to be hardened viscoelastic residue was observed on the optic zone and haptics. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. The production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.